Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the identity and definitive root cause of the foreign material could not be determined. The instruction manual contains detection measures associated with reprocessing issues in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: preparation and inspection¿, and preventative measures in ¿evis lucera gif/cf/pcf type 260 series operation manual chapter 3: cleaning, disinfection, and sterilization procedures¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation it was found that the nozzle has foreign objects due to insufficient cleaning. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, part of the insertion tube is caught and pinched-the insertion tube becomes deformed (handling issue), the bending section cover, the connecting tube, the plastic distal end cover, the protector of universal cord on scope connector side, the switch2 all have a scratch, the adhesives around light guide lens, the adhesives around objective lens, the adhesive on bending section cover all have white-clouded area, the adhesive around light guide lens is peeled, the adhesive around objective lens, the paint on the air/water cylinder, the paint on suction cylinder, were peeled, the switch4, switch1 both has wear, the switch1 has a cut, the grip, the control unit both are shaved, the color ring has a crack, the adhesive on bending section cover has a chip, the connecting tube has a wrinkle and due to adhesive peeling around objective lens, streak of flare appears in the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer, that the evis lucera colonovideoscope had angle malfunction adjustment issue. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign matter in the tip nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.